Manufacturer narrative:
Tears were identified on the left and right side of the exposed soft cannula, resulting in a fluid leak. The external cannula damage is confirmed as the root cause of the reported leak. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to about 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. The pod was leaking insulin. The device investigation observed exposed cannula tears and fluid leakage during testing.